Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a cholesterol value of 77.3 mg/dl and it repeated as 237 mg/dl.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.